Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
A precharge voltage error message was reported. This error will prevent the system from booting. There is no report of injury or death associated with this event.